Event description:
Reportedly the physician felt friction/ resistance during advancement and withdrawal of an intravascular ultrasound (ivus) over a bmw universal ii in an unspecified vessel. The two devices were withdrawn as a single unit. The procedure was completed using another bmw universal ii. No adverse patient effects or clinically significant delay in procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis. The resistance was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.